Event description:
Reported false positive sars result for an asymptomatic consumer. Consumer tested a total of 3 times with quickvue sars otc with the same result. The consumer communicated the result was confirmed by another rapid antigen assay. Additional mdrs to be filed for each event.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.